Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is likely related to sample quality.

Manufacturer narrative:
The serial number of the e411 disk analyzer is (B)(6). Calibration and controls were acceptable. There is no indication of a reagent issue. Isolated non-reproducible results do not represent a general malfunction of the assay. The sample inversions and coagulation time were less than what was recommended by the tube manufacturer. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas e411 disk. The patient sample resulted in the following troponin t values: 41.11 pg/ml, 13.72 pg/ml, 9.73 pg/ml, 8.66 pg/ml, and 10.5 pg/ml.